Event description:
False positive result (s). My husband took one of these as a precaution, as he had a mild cold, and we were about to see some pregnant friends. This test showed a super faint line, but directions (and the internet) say any faint line counts! So we did 2 more of these, still the faint line was there. Did 5 other tests with other brands, no faint line. So we had to pay $125 for a fast pcr, and of course, he was negative. So basically, these tests are not accurate and it almost ruined our weekend.